Event description:
During the index procedure, an nc sprinter balloon catheter was used for post-dilation of the rca which had been treated with an endeavor resolute drug eluting stent. A dissection occurred during post-dilation and another endeavor resolute drug eluting stent was implanted in rca for bailout.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Evaluation conclusions: inherent risk of procedure (dissection). (B)(4).